Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high defibrillation impedance rising above the alert threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.